Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that when she went to pull the cap off the syringe, the needle got stuck in the cap and she lost the product she was about to inject. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The sample could not be tested further for leakage as the hub assembly was separated from the barrel. Unable to perform DHR check for needle hub separates and leakage due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage) as the sample was returned with the hub assembly separated and could not be tested for possible leakage. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (1) loose 3/10cc syringe. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of syringe found (1) syringe with no needle assemblies attached to it. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did appear to be core pin damage on the needle assembly. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. "

Event description:
It was reported that during use of the syringe 1.0ml 30ga 8mm 7bag 420cas jp the needle got stuck in the cap as the user pulled off the cap. With the needle hub separated from the device the medication leaked out. The following information was provided by the initial reporter: "I have a client on the gold coast who is an injectionist. Recently she was with a client and using a 0.3ml 31g needle ( 328822 ) and when she went to pull the cap off the syringe, the needle got stuck in the cap and she lost the product she was about to inject." On speaking to customer, she was decanting from 1ml syringe of dermal filler into 0.3ml syringe by removing plunger from end of 0.3 ml syringe and decanting into it, replaced plunger and then removed lid off syringe and found no needle on tip of syringe leading to all of product coming out which has led to a significant cost in loss of product to customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the syringe 1.0 ml 30 ga 8 mm 7bag 420cas jp the needle got stuck in the cap as the user pulled off the cap. With the needle hub separated from the device the medication leaked out. The following information was provided by the initial reporter: "I have a client on the gold coast who is an injectionist. Recently she was with a client and using a 0.3 ml 31g needle ( 328822 ) and when she went to pull the cap off the syringe, the needle got stuck in the cap and she lost the product she was about to inject." On speaking to customer, she was decanting from 1 ml syringe of dermal filler into 0.3 ml syringe by removing plunger from end of 0.3 ml syringe and decanting into it, replaced plunger and then removed lid off syringe and found no needle on tip of syringe leading to all of product coming out which has led to a significant cost in loss of product to customer.